Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: unknown; batch: unknown.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the spinal cord stimulation (scs) lead. The patient underwent a lead revision procedure where the leads were explanted and replaced. The patient was doing well post-operatively. The device was discarded by the facility.

Manufacturer narrative:
Correction to the initial MDR in block: h6.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the spinal cord stimulation (scs) lead. The patient underwent a lead revision procedure where the leads were explanted and replaced. The patient was doing well post-operatively. The device was discarded by the facility.